Manufacturer narrative:
(B)(4). Evaluation: a failed suture needle was submitted for fractographic evaluation. The component was identified. It was evaluated to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmm116 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a tonsillectomy procedure on (B)(6) 2019 and suture was used. The needle tip broke during interrupted suturing. The broken needle tip was found in the immediate vicinity of the break and removed. The patient has been discharged. There were no adverse patient consequences reported.